Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient reported the infusion device became hot and the spring fell out of the battery compartment.